Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The track wise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA status (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) had a general question about battery recall on pcu8015. He thought he has to find all the pcus in the hospital and perform manual battery conditioning. I told him that is not the case. He check the battery conditioning as the pcu comes in to his biomed shop for pm. I emailed him service bulletin 592a. He will follow the instruction in service bulletin 592a.